Event description:
The customer observed falsely elevated sodium results for numerous patients on an alinity c analyzer. The customer stated there were 9-10 patients with results 160-170 mmol/l, when repeated the results were 130-140 mmol/l; customer¿s normal range is 136-145 mmol/l. The results were questioned by the physicians. On 04dec, the customer reported 2 more patients with results of 180 and 177 mmol/l, repeat results were 140 and 145 mmol/l. On 09dec, the customer reported there were 20 patients with initial results that were 170-180 mmol/l, repeat results were around 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated sodium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the ict modle, list number 09d28-04, lot number 240509354, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results for numerous patients on an alinity c analyzer. The customer stated there were 9-10 patients with results 160-170 mmol/l, when repeated the results were 130-140 mmol/l; customer¿s normal range is 136-145 mmol/l. The results were questioned by the physicians. On (B)(6), the customer reported 2 more patients with results of 180 and 177 mmol/l, repeat results were 140 and 145 mmol/l. On (B)(6), the customer reported there were 20 patients with initial results that were 170-180 mmol/l, repeat results were around 140 mmol/l. There was no impact to patient management reported.